Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 19:35:43. During night drain cycle eight, the patient's ultrafiltration reading was 2278ml, indicating the home patient (hp) drained 1828ml more than their maximum programmed fill volume of 1800ml. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was evaluated and the issue was identified through review of the event history logs. The cause was determined to be a use error of setting the tidal total uf removal too low. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A formal review of the label for the product family will be conducted. All returned homechoice devices receive a returned instrument testing evaluation (rite).  This evaluation includes functional and electrical testing on the device. The device also went through internal and external inspections. Should additional relevant information become available, a follow up medwatch will be submitted.